Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her son's act button was hard to push. The customer mentioned that the pump vibrated like crazy and it stopped working. The insulin pump will not be returned for analysis.